Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and cabinet showed ac power failure and restarted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section d concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device alternating current (ac) power failed and device was shut down automatically when recovering failed drawer. The field service engineer (fse) found that the pyxibus cable was frayed and replaced the drawer 6 pyxibus cable. The fse tested the system with the controller boards, confirmed that the drawer and device were responsive, and performed a final test. Additionally, the fse found that tower door 4 had failed. The fse inspected the harness and confirmed that all cabling appeared to be in good working order. The fse then applied conductive grease to the tower door 4 latch, crimped and tightened all connectors and connections, confirmed that door 4 was responsive, and performed a final test to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and cabinet showed ac power failure and restarted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.